Event description:
Patient was requiring increasing doses of levophed to maintain bp 80/. Patient undergoing hemodialysis at time IV pump was alarming with volume to be infused "0". Unable to make changes on pump because panel lock switch had been activated. Patient without levophed approximately a minute. In mean time blood pressure decreased - code called , epi given and CPR, once of epi wore off blood pressure decreased and code called again. Patient expired.